Event description:
During preparation with the patient in the room, the amplifier led was flashing orange, the self-test did not pass and the procedure was cancelled.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One ensite x amplifier was received for evaluation. Visual inspection revealed the front ports, rear ports, and chassis show signs of wear consistent with use over time. For evaluation purposes, the port 3 and port 4 small form-factor pluggable (sfp) were temporarily exchanged. The amplifier was powered on and then the amplifier booted to a blinking amber light and then successfully communicated with the test station tracker software. Observed several address symptoms related to all the cardi amp boards, consistent with an abnormal harmony back plane flex board. It was noted the guidepost was missing from the front blue port 4 (duo deca catheter extension port).the field reported event was able to be reproduced by power cycling. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information provided to abbott and the investigation performed, the root cause of the reported self test issue was attributed to an abnormal harmony back plane flex board.